Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. A few days post-operatively, the pt returned to the physician complaining of pain. Upon inspection, an area about the width of the catheter and length from introitus to the cervix was found to be burned. Additional info has been requested.

Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.